Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed , and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the cvc blue site connection fractured.

Event description:
The customer reports the cvc blue site connection fractured.

Manufacturer narrative:
Qn# (B)(4). The customer returned a 3-lumen cvc catheter for investigation. The sample contained obvious signs of use in the form of biological material and adhesive taping. Both the medial and distal extension lines were separated. The medial line was separated adjacent to the base of the luer hub and the luer hub was returned. The luer hub of the distal line was not returned; however, based on dimensional inspection the distal line most likely separated adjacent to the luer hub as well. Microscopic examination of the point of separation for both extension lines revealed that the surfaces were rough and jagged and appeared consistent with damage due to undue force. The length of the distal extension line (from the torn proximal end to the proximal end of the juncture hub) measured 85 mm, which is within the specifications of 83-87 mm per catheter drawing. Therefore, no pieces of the extension line appear to be missing and confirms that the extension line most likely separated adjacent to the luer hub. The length of the medial extension line (from the torn proximal end to the proximal end of the juncture hub) measured 109 mm, which is within the specifications of 108-112 mm per catheter drawing. Therefore, no pieces of the extension line appear to be missing and confirms that the extension separated adjacent to the luer hub. The distal and medial extension line inner and outer diameters were measured and were all found to be within specification. This indicates there are no extension line wall thickness issues. A manual tug test confirmed the two remaining extension lines were fully secured within the luer hubs. A device history record review was performed and no relevant manufacturing issues were identified. The instructions for use provided with the kit warns the user "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The IFU also warns to open the catheter clamp prior to infusion through lumen to reduce the risk of damage to extension line(s) from excessive pressure. In addition, the IFU states "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce the risk of cutting or damaging the catheter or impeding catheter flow. Secure only at indicated stabilization locations." The customer report of a separated extension line was confirmed by complaint investigation. Visual and dimensional inspection of the returned catheter revealed that both the medial and distal extension lines were separated at the luer hub. Microscopic examination of the point of separation for both extension lines revealed that the surfaces were rough and jagged and appeared consistent with damage due to undue force. The extension lines passed all relevant dimensional and additional testing, and a device history record review did not reveal any relevant findings. Based on the customer description and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.